Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the dose of "albumin" in the unspecified bd¿ syringe had a "black string-like substance" found in it before use when setting up the line for the infusion. This occurred 2 times on the same day and patient, but the third attempt was successful. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "this morning we had to prepare an albumin infusion 3 times for a patient. The first 2 doses were found to have a black string-like substance in the infusion when the nurses set up the line. I am not sure whether this was something in the tubing, the product or the syringe we used to draw up the medication. On the third attempt I asked the technician to use the repeater pump instead of the syringe. No contaminants were found in the last preparation."